Event description:
Report of explant of device system due to "infection" received per annual device tracking report. Follow up with hcp revealed onset/diagnosis of infection was 2000. Symptoms included redness, pain and pocket erosion. The primary location of the infection was the device pocket. A culture of the device pocket was obtained and was positive for mrsa. The pt was treated with IV and oral antibiotics and total device system explant. The infection has resolved. The pt risk factors included corticosteroid use, debilitated status and malnutrition or extremely thin.